Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 14dec2017. As stated in the initial report, a replacement hemo pc fru was shipped to the customer on 15nov2017. The faulty unit was returned to merge healthcare on 27nov2017 for evaluation (RMA #13414). The results showed that the customer's reported problem, motherboard issues, could not be duplicated. Further, the unit passed full system diagnostic testing. The memory and hard drive were upgraded on the unit and it ran for one (1) week without issue. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). A review of the customer's hemo case management within merge healthcare's internal database found that the site called in again on 29mar2018 for the site's cath lab 7 with the same allegation. However, hardware evaluation found the same results as noted above. No further actions are anticipated at this time due to the issue being readily apparent to the user and the non-serious impact to a patient.

Manufacturer narrative:
Merge technical support shipped the customer a replacement hemo monitor on (B)(6) 2017. The faulty unit was returned to merge healthcare on 27nov2017 for evaluation; however, the evaluation results are not available as of 11dec2017. A supplemental report will be submitted when all the information is available. (B)(4). (Issue associated with the device sending or receiving signals or data. This includes transmission among internal components of the device and other external devices to which the device is intended to communicate.)

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the motherboard on one of the site's hemo monitor pcs failed. Information obtained from the customer revealed that third party monitoring equipment was needed in place of merge hemodynamics. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the procedure was completed successfully using a third party monitoring system. Reference complaint- (B)(4).